Event description:
A healthcare professional reported intracapsular hematoma found and device not rupture macroscopically, only extravasation of silicone¿, ¿deformity and capsular contracture baker grade IV¿, ¿right device with central infiltration compatible with silicone and granuloma on right breast. MRI performed. Biopsy of right nodule performed: granuloma to foreign body¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Dob: (B)(6) 1989. Facility name: (B)(6) hospital. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: intracapsular hematoma found and device not rupture macroscopically, only extravasation of silicone¿, ¿deformity and capsular contracture baker grade IV¿, ¿right device with central infiltration compatible with silicone and granuloma on right breast.

Event description:
A healthcare professional reported intracapsular hematoma found and device not rupture macroscopically, only extravasation of silicone¿, ¿deformity and capsular contracture baker grade IV¿, ¿right device with central infiltration compatible with silicone and granuloma on right breast. MRI performed. Biopsy performed. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Hematoma: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Red particles observed on the surface of the shell. Observed deformation on the device. Observed cloudy in the gel. No further actions are required as the device was implanted."